Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to dislodgement. The physician elected to perform an invasive procedure to replace the lead with new lead of the same model. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.